Manufacturer narrative:
During follow-up with the customer, the customer reported that the lift¿s ¿clip (safety latch) pinged off.¿ additional details of the event, including the results of the CT scan, were not provided despite multiple requests. The golvo mobile lift is intended to be used for transferring patients between devices (e.g., within the room), between bed/wheelchair, to/from the toilet, in bath and shower, floor lifting, horizontal lifting, and weighing patient. The universal slingbar instruction for use (7en160185 rev. 5) states: check the function of latches and that the latches are intact; missing or damaged latches must always be replaced. "Before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. The sling bar contains two latches that guide the user when attaching the loops of the sling to the slingbar, before any load is applied. Inspection of the device by a hillrom technician notes that ¿no-fault¿ was found with the device. The device functioned as designed. The event is contributed to user error which also the customer representative concluded. The customer¿s report of the safety latch pinging off likely indicates that the user did not correctly place the sling¿s loops into the sling bar hooks. The loops were instead applied behind the safety latch. A ¿bleed on the brain¿ (presumably intracranial hemorrhage) occurs when a blood vessel(s) in the brain ruptures and causes bleeding inside the cranium (as it can be also ¿ and often after such injuries - on top of the brain i.e., subdural hematoma). An intracranial haemorrhage is a medical emergency, as it can be life-threatening. Medical intervention is almost always required to prevent permanent impairment or death. Although there was no malfunction found with the device and the event is contributed to an user error, the injury sustained by the patient (¿bleed on the brain¿) is deemed serious, therefore, hillrom considers this complaint reportable.

Event description:
The customer reported that while a patient was being moved from the bed to the chair using a golvo 9000 lift equipped with a liko high-back sling, the patient fell from the hoist and sustained a head injury described as a ¿bleed on the brain.¿ the patient was transferred to acute trust, where a CT scan was performed, medical advice was given, and the patient was transferred back to the ward. The customer also reported that the patient ¿is ok¿ however, the event was reported as a ¿serious incident.¿ this report was filed in our complaint handling system as (B)(4).